Event description:
Using the lumina ii CPAP machine provided by (B)(6). First two nights of using the appliance, dried out my upper airways (nose and throat) made quite sore, burning sensation. Increased humidity, but did not improve symptoms. Symptoms worsened to a bad sinus infection and bronchitis. Had to stop using CPAP machine and returned to (B)(6). FDA safety report ID# (B)(4).